Event description:
The patient has reportedly experienced intermittencies between his implant and external equipment. External equipment has been exchanged and programming performed. However, the problem did not resolve. Testing of the device showed that the device is functional. Surgery to explant the patient's device will be scheduled.